Manufacturer narrative:
The manufacturer's service center was unable to duplicate the customer's reported problem. The data acquisition-to-motor controller pcba cable assembly was cleaned and reseated. No parts were replaced. Contact office: (B)(4).

Event description:
The international customer reported that the unit alarmed due to a data acquisition pcb adc reference failure and the screen turned completely black. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The international customer reported that the unit alarmed due to a data acquisition pcb adc reference failure and the screen turned completely black. There was no patient involvement.